Event description:
It was reported to boston scientific corporation that during unpacking after receipt of a gemin basket, a crack on the packaging was noticed. According to the complainant, the package was compromised and delivered damaged. There was no patient or procedure involved.

Manufacturer narrative:
A visual analysis of the returned gemini basket was performed. Following a detailed device analysis, it was found that the device packaging/pouch was received such that a hole in the clear packaging was noted causing a seal breech. The opening appeared to have been cut as the cut was straight, without any jaggedness, and the opening was approximately in the middle of the pouch, and was in a linear fashion. The hole was approximately 5cm in length. Taking into consideration the findings from the product analysis together with all available information, the most probable root cause is ¿handling damage¿. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.

Event description:
It was reported to boston scientific corporation that during unpacking after receipt of a gemin basket, a crack on the packaging was noticed. According to the complainant, the package was compromised and delivered damaged. There was no patient or procedure involved.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.